Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a peritoneal dialysis (pd) patient who performs pd therapy on a homechoice (hc) who experienced poor blood circulation and cyanosis for an unspecified length of time. At the time of the event the patient was not connected to the hc device. Two days after receipt of this report the patient was hospitalized due to blood pressure issues. The patient was discharged two days after admission. On an unspecified date, there was an additional hospitalization but no additional information was available, therefore it is unknown. No additional information is available.